Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2011, and complained of tugging on the right side of the advantage. The patient experienced discomfort / pain, and had to lean forward to empty her bladder completely. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was verified to be over 18 years of age.